Manufacturer narrative:
(B)(4). It was later confirmed by the biomedical engineer at the customer facility that he replaced the therapy connector assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that a pin had broken off of a set of either hard paddles or a therapy cable and become lodged in their device's therapy connector assembly. As a result, defibrillation therapy was not likely available because another therapy cable or hard paddles would not plug in to the device. There was no patient use associated with the reported event.